Manufacturer narrative:
Evaluation of the instrument logs identified that the following four (4) protocols were executed between 28 june 2021 and 01 july 2021 using the "factory 6 hr xylene standard" protocol: the "factory 6 hr xylene standard" protocol started in retort a at 16:56pm on (B)(6) 2021, the "factory 6 hr xylene standard" protocol started in retort a at 17:07pm on (B)(6) 2021, the "factory 6 hr xylene standard" protocol started in retort a at 17:07pm on 29 (B)(6) 2021 and the "factory 6 hr xylene standard" protocol started in retort a at 17:00pm on (B)(6) 2021. The "factory 6 hr xylene standard" protocol with a duration of 6 hours and 7 minutes has been validated for use in this laboratory; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of either of this protocol. Investigation of this complaint found that the instrument functioned as designed during execution of the four (4) "factory 6 hr xylene standard" protocols, which either started or completed between 25 june 2021 and 01 july 2021. Based on the information available, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information provided by the complainant detailed that "small biopsies and large tissues are run together on a 6 hour overnight cycle". Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented:" small biopsies and large tissues are run together on a 6 hour overnight cycle. Per user the tissues are dry, both the biopsies and large tissues are affected." A leica applications specialist-core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint. The fss documented the following: "customer previously ran biopsies on microwave processor. Since a change in management, customer has started running biopsies and large tissue together on a 6-hour run. This was not validated by customer prior to doing so. New manager has no knowledge or training on peloris. I advised at my visit that they discontinue using the peloris for biopsy tissue until it can be properly validated by them using test tissue (recommended starting using the 2-hour factory protocol for biopsies and always running them separate from large tissue.)" The fss returned to the customer site on 27 july 2021 to provide instrument user training. The fss also documented that the patient tissue samples exhibiting sub-optimal processing were derived from three (3) processing runs executed in retort a using the "6 hour run" protocol. The tissue type(s) and size(s) of the affected patient tissue samples were not provided. On 07 july 2021, the assigned leica applications specialist-core histology received information that all patient cases involved in this event were diagnosable.